Manufacturer narrative:
A2 age at time of event: the patient was over 65 years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left superficial femoral artery. Two 6.0x220x150 sterling balloon catheters were advanced for dilation. During the procedure, both balloons ruptured at 4 atmospheres. No complications were reported.

Manufacturer narrative:
A2 age at time of event: the patient was over 65 years old.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left superficial femoral artery. Two 6.0x220x150 sterling balloon catheters were advanced for dilation. During the procedure, both balloons ruptured at 4 atmospheres. No complications were reported. It was further reported that both balloons ruptured on their first inflation before reaching 6 atmospheres. The procedure was completed with a third balloon successfully.